Event description:
Event description boston scientific received information that pre-implant, coming from a cold car, this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected.